Event description:
It was reported that the patient came into the office, because their crown was loose. They retightened the screw, but the crown was still moving. They went to take a new impression but the impression coping screw would not seat properly. It would engage, but not all the way. They were informed by the rep and tech support that the implant may have damaged threads. Requested an 0493 thread tap to rethread the implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided brand name unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Manufacturer narrative:
An xfr hex indirect scr-v 4. 5mm imp 5.5mm flare (hlt4/5) and unknown zimmer implant were not returned. Since products have not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported devices location and usage are unknown. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2021060661). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot number (2021060661) for similar event and no other complaint was identified. No complaint history review could be performed without relevant lots and items information for unknown zimmer implant. June post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: g6: checked "follow-up". H3: changed "yes" to "no".

Event description:
No further event information available at the time of this report.